Event description:
It was reported that during patient's follow up visit lead dislodgement was found. No additional information was reported. Related manufacturer reference number: 2017865-2022-15665. Related manufacturer reference number: 2017865-2022-15667.

Event description:
New information received stated that only the left ventricular lead was found dislodged during a routine hospital checkup. There were no electrical anomalies noted due to the dislodgement and the patient didn't experience any symptoms. The lead was explanted. Patient's condition was normal before, during, and after the procedure.